Event description:
During g3 long nail surgery, the surgeon used distal targeting device to insert the screw in the distal screw hole of the nail. When the surgeon assembled distal targeting device to g3 target device, and it fixed by fixation bolt, fixation bolt was not able to be inserted (the position of fixation bolt was "left"). The surgeon not used fixation bolt. Afterwards, the surgeon judged that distal targeting device was stabilized. And he drilled the screw hole and inserted the screw. The surgery was completed.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.